Event description:
It was reported that the patient presented for an implant procedure. The right ventricle lead to be implanted exhibited high pacing impedance. The lead was not implanted on (B)(6) 2023. Patient was stable.